Manufacturer narrative:
H10: the lot number for all the four reported malfunctions were provided, therefore, lot history reviews were performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for all the four malfunctions. The investigation of all the four reported malfunctions were confirmed for the alleged filter perforation. Based upon the available information, the definitive root cause is unknown.the devices were labeled for single use. H10: d4(corporate lot number: gfta3419),g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A review of the reported information indicates that model rf320j vena cava filter allegedly perforated. The information was received from various source. All the four malfunctions were involved patients with no reported consequences. Of the four reported malfunctions, two are male and one was female. Four patients ages were ranged from 50 to 63 years. All other patient details were unknown.

Manufacturer narrative:
The lot number for all the four reported malfunctions were provided, therefore, a lot history reviews were performed. The devices were not returned for evaluation; however, medical records were provided for all the four malfunctions. The investigation for 3 out of 4 malfunctions were confirmed for the alleged filter perforation. The investigation for the remaining malfunction is currently underway. The devices were labeled for single use. (Corporate lot number: gfta3419).

Event description:
A review of the reported information indicates that model rf320j vena cava filter allegedly perforated. The information was received from various source. All the four malfunctions were involved patients with no reported consequences. Of the four reported malfunctions, two are female and one was male. Four patients ages were ranged from 50 to 63 years. All other patient details were unknown.